Event description:
It was reported that the pt had multilevel stenosis above and below, and residual stenosis at the previously operated level. He had relative cervical kyphosis with degenerative disk space narrowing throughout. The pt underwent a posterior cervical fusion, c3-t1, and decompression using local bone graft, rhbmp-2/acs supplemented with posterior fixation instrumentation. Post-op, an MRI revealed a seroma. In 2007, the pt underwent surgical intervention to evacuate the seroma.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the report event.